Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump displayed "primary audible alarm bgnd test" and "acu watchdog." No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe was returned for analysis in a good condition with no appearance of physical damage. Event log history was performed and indicated that "primary audible alarm post error" was recorded in history. During analysis, the reported problem regarding primary audible alarm post at power up was unable to be duplicated. Service reseated and re-glued j9 connector using all three mating surfaces on both sides of the j9 connection to correct the reported problem. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.